Event description:
As reported, during a laparoscopic ventral hernia repair procedure, a ventralight st mesh with echo positioning system was used. During removal of the echo positioning system, the inflation tube was not cut below the anchor following balloon deflation. As a result, the yellow anchor remained attached to the inflation tube and was pulled through the patient¿s abdomen during removal. This caused the yellow anchor to become lodged within the patient¿s anatomy and subsequently detach. The surgeon was unable to locate the anchor and believes it is lodged between the mesh and the peritoneum. The patient will be monitored. There was no patient injury.

Manufacturer narrative:
As reported, during a laparoscopic ventral hernia repair procedure, a ventralight st mesh with echo positioning system was used. During removal of the echo positioning system, the inflation tube was not cut below the anchor following balloon deflation. Note, the instructions-for-use, supplied with the device states, "to deflate the echo ps positioning system, release the clamp on the inflation tube, cut the tube as close to the skin as possible, and then discard the excess tub." The echo ps was removed without cutting the inflation tube close to the skin, which led to the reported detachment of the anchor. A review of manufacturing records was performed and found that the device was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 240 units released for distribution. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.